Manufacturer narrative:
The reported event of failure to remove set screw from the header was not confirmed. The device was returned for analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient experienced discomfort at the pacemaker pocket site. During the removal procedure, the right ventricular (rv) lead set screw could not be detached from the pacemaker header. The pacemaker was removed, and the rv lead was cut and capped on (B)(6) 2025. The patient's condition is unknown.